Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector broke and caused a leak. This was identified during use on a patient. This was further described as, ¿upon flushing with 10cc saline to the patient¿s PICC line¿ (peripherally inserted central catheter), the IV (intravenous) connector broke apart resulting in the PICC tip being exposed and causing saline to spray at the patient¿s arm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: one actual device was received for evaluation in a biohazard bag between yellow pads. A visual inspection was done which observed the luer activated device was broken in two pieces between the inlet housing and the outlet housing. The device did not meet product specifications. The reported condition was verified. The cause of the condition could not be determined. Functional tests were not performed on this sample. Additionally, one companion sample was received in a sealed blister package. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed on the companion sample which included clear passage and pressure tests with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.